Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. H6 codes: no product will be returned for eval.

Event description:
Pt reported he inserted the infusion set on (B)(6) 2011 at 1:00 pm. Pt stated he had no issue when the infusion set was inserted. Pt reported when he took his blood glucose level the next morning he had reading of 22.0 mmol/l (396 mg/dl). Pt stated he gave himself a bolus and when he removed the tape for his stomach he noticed insulin leaking from the tape. Pt reported he removed the infusion set and switched to a different type of infusion set. Pt stated there were no issues with the new infusion set and his readings went back to normal. Pt's normal blood glucose level was not provided. No further info is available. Pt has discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.